Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of failure to advance was likely related to patient condition due to calcification and peripheral vascular disease (pvd).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Planned impella 5.5 insertion with (B)(6) cts for hrpci with (B)(6). Prior imagining showed calcification per physicians but appeared adequate in size. Successful cutdown, graft anastamosis, and wire insertion into lv. During insertion impella 5.5 would not cross vasculature. Team decided to remove impella 5.5 and replace with impella cpsa through axillary kit and graft. Impella cpsa would also not cross vasculature. Procedure aborted, graft trimmed down and closed. Site closed surgically without issue.